Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
"Per customer's statement on repair authorization form " needs sharpened & repaired". Reference repair order: (B)(4). Customer further stated concern "not closing completely and releasing while cutting tissue" as well as " not being able to release from tissue". (B)(4).

Manufacturer narrative:
Ref e-complaint (B)(4). Investigation: x-inspect returned samples. Analysis and findings: the instrument was sent back as a repair item. The returned instrument was reviewed by a service and repair technician and found in need of sharpening (see repair order 90569). This product is purchased from a supplier and is packaged at coopersurgical. At coopersurgical incoming inspection, each instrument is functionally checked for a proper cut using simulated tissue (2 mil plastic). A review of two year complaint history shows some complaints for this issue. The instrument did not have a serial number which indicates the instrument was purchased prior to 2010 when coopersurgical implemented serial numbers. The instrument exhibited normal wear from use. Correction and/or corrective action: the instrument was sharpened, cleaned and lubricated. The instrument met quality requirements and was released back to the customer. Was the complaint confirmed? Yes. Preventative action activity monitor and trend to cip.

Event description:
"Per customer's statement on repair authorization form " needs sharpened & repaired". Reference repair order: 90569. Customer further stated concern "not closing completely and releasing while cutting tissue" as well as " not being able to release from tissue". Reference e-complaint (B)(4).